Event description:
The pt contacted lifescan alleging that their one touch basic enhanced meter was reading inaccurately high. Pt did not remember the reading that pt obtained a few days before. Pt went to the doctor. A glucose reading was taken; however, the result was not provided. Pt received no treatment. The customer care representative walked the pt through 2 consecutive control solution tests, which fell outside of the specified control solution range. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the failed quality control tests, there is no indication that the product malfunctioned and that the event meets the criteria for medical device reportable. The meter, test strips, and control solution were replaced.